Event description:
It was reported that during a da vinci-assisted radical prostatectomy without a lymphadenectomy surgical procedure, smoke came from the maryland bipolar forceps instrument and it had a burning smell during the surgery. After that bipolar function did not work. A backup instrument was used to proceed with the procedure. The procedure was completed with no reported injury. On 10-jun-2022, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no arcing inside of the patient, but there were a spark, smoke, and smell came from the housing of the instrument during the surgery and after the cautery function of the instrument had stopped working. The instrument was inspected prior to use and there was no damage or anything out of the ordinary. The cannula was inspected prior to use. Cauterizing was being performed when the event occurred. Bipolar energy was activated when the issue occurred. A monopolar cord was not connected to a bipolar instrument. A covidien force fx generator was used. The instrument was in use for approximately 1 hour prior to the event. A monopolar curved scissors instrument and a prograsp forceps instrument were also in use when the event occurred. Instrument tips never collided with any other instrument during the procedure. The surgeon is experienced. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon has no idea what caused the event. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No photo or video was provided by the site for review. A review of the device logs for the maryland bipolar forceps (part# 420172-18 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a radical prostatectomy without a lymphadenectomy procedure. There were 6 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument sparked and smoked while being used in a procedure.. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was found to be broken at the wire to crimp interface. Electrical continuity was performed and failed. Additional observations not reported by site were also identified: the maryland bipolar forceps instrument was found to have thermal damage on the chassis. The thermal damage was observed near the location of the conductor wire breakage on the chassis. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with an exposed electrode. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
Refer to h10/h11 for follow-up information.